Event description:
General report of multiple undocumented incidences of safeset port cracking. The sets were being used for routine monitoring of a-lines. When port cracking occurred, the tubing was changed to solve the problem. No significant blood loss or bleedback was reported, and no pt harm reported.